Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 23rd july 2009 and performed to specification up to the 27th october 2015. This is the last auto self-test recorded in the history log prior to receipt at heartsine. It is noted that on 20th january 2013 an auto weekly self-test recorded a temperature of -0.3 degrees celsius which is below the recommended operating temperature range for this device. Investigation found the reported fault can be attributed to membrane failure. The excess current drain measured during the course of the investigation and the measurements taken on the j11 connector would indicate a failing membrane. During the course of the investigation the green status led was observed to be constantly lit, this a further symptom of a membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.